Event description:
After additional review, it was noted that the patient had triple bypass surgery in (B)(6) 2012 and then got pneumonia. It was unclear if they were device related. It was also noted that the patient was suffering from bladder disease, which was the reason from the pump.

Event description:
It was reported that the pump was replaced due to a standard elective replacement indicator (eri). During the replacement the physician noticed a "pin hole" in the proximal part of the catheter. The catheter was trimmed, a catheter adaptor was applied, and the catheter was attached to the new pump in the appropriate fashion as the physician aspirated 2-3 ml from the pump side port. It was also reported that during the replacement the physician found "a pool of morphine" and a leak in the catheter. The patient's medication infusion was lowered from 4.3 mg/day to 2.00 mg/day to prevent overdose as the physician was concerned the pool of morphine would absorb into the body. The patient was hospitalized overnight for observation. It was reported that the patient "only noticed some pain prior to surgery". The patient stated "the physician repaired the leak in the catheter". A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted:, product type: catheter. (B)(4).